Event description:
During treatment of pt, the ma-01 apheresis machine detected a blood leak and automatically stopped. The plasma separator was replaced twice, but the same event occurred after each replacement. Treatment was stopped.